Manufacturer narrative:
There were multiple device names/types and 510k numbers reported to be involved. Additional information below: medical device type: fmf. Common device name: piston syringe. PMA / 510(k) #: k941562. Medical device expiration date: unknown. A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed. Device manufacture date: unknown.

Event description:
It was reported that the bd eclipse¿ needle with detachable bd luer-lok¿ syringe scale markings were blurred together. The following information was provided by the initial reporter: "scale blur".

Event description:
It was reported that the bd eclipse¿ needle with detachable bd luer-lok¿ syringe scale markings were blurred together. The following information was provided by the initial reporter: "scale blur."

Manufacturer narrative:
The following fields were updated due to additional information: d.9. Device available for eval?: yes. D.9. Returned to manufacturer on: 29-mar-2022. H.6. Investigation: one photo and one syringe sample without packaging were received by our quality team for evaluation. From the photo, black ink was observed to be covering the whole surface area of the syringe barrel until the retainer ring from approximately 0.88ml scale marking onwards. The sample was subjected to visual inspection and the team observed a black ink stain covering the surface area of the syringe barrel until the retainer ring from approximately 0.88ml scale marking onwards. A device history record could not be evaluated as the lot number is unknown. The 1 ml syringe part is manufactured at bd canaan, and the bd canaan quality has conducted a supplemental investigation on this nonconformance. The team determined that a potential root cause for the gross ink rings defect is associated with the marking process.